Event description:
It was reported that an unspecified issue occurred with a prostyle device. Per the device evaluation, a cuff miss was observed. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified failure was observed as a needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The needle to cuff miss and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event: estimated.